Manufacturer narrative:
H10: as the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records were provided for review. The investigation is confirmed for detachment, retrieval difficulties and perforation of inferior vena cava; however, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced difficult to remove, malposition of device, detachment of device or device component and patient device interaction problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The weight of 52 year old male patient was not provided.

Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records were provided for review. The company is still investigating the issue at this time. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced difficult to remove, malposition of device, detachment of device or device component and patient device interaction problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The weight of (B)(6) year old male patient was not provided.